Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) battery found that it was at normal end of life with no telemetry and no output.

Event description:
It was reported that the patient had to go to the emergency room on (B)(6) 2014 because the implant quit working and the patient had increased back pain and shoulder pain. The reporter inquired about replacing the implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3887-33, lot# j0108122v, implanted: (B)(6) 2001, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2001, product type: programmer. Patient product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension. Product ID: 3887-33, lot# j0108122v, implanted: (B)(6) 2001, product type: lead. (B)(4).

Event description:
Additional information received reported that there was an end of service (eos)/ end of life (eol) message. It was noted that the reporter was getting question marks (???) In the impedance results. The reporter increased the amplitude to 6 volts, 330 and 30 rate and was still getting ¿???¿. It was noted that it was showing eol and >99% used for the battery. The reporter stated that at the lower voltage, she was getting numbers but they were repeating. 0-2 714 ohms and less than 15 ma 0-3 714 ohms and less than 15 ma 0-4 714 ohms and less than 15 ma it was noted that the implantable neurostimulator (ins) was dead and due to normal battery depletion as far as the reporter knew. The patient was in a lot of pain at the time and did not realize how much the stimulator helped her. The patient had a battery replacement on (B)(6) 2015 and was getting excellent coverage. All impedances were checked and within normal range.